Event description:
It was reported by a patient's family member that during treatment last night the patient/user of the fmc dialysis device received alarms. The patient powered off the machine and disconnected from the cycler. The family member assisted the patient with re-set up and attempts to continue treatment. While removing tubing from the device, there was fluid noticed inside the door pump and they found a hole on the top, back side of the tubing. The patient was advised to discontinue use of the device and to notify her peritoneal dialysis registered nurse about replacement and the leak event. During a follow up phone call the patient's family member stated the patient did not develop any symptoms or ill effects. The patient continues ccpd with the replacement device with no problems.

Manufacturer narrative:
The liberty cycler was returned for evaluation, no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical evaluation indicates there was no serious adverse event reported. The patient suffered no ill effects. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.